Manufacturer narrative:
Concomitant medical products: product ID: 3986a60, lot# n197226, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID: 3986a60, lot# n192621, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID: 3986a60, lot# n197226, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID: 3986a60, lot# n192621, implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2013, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4)

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The indication for use included occipital neuralgia and spinal pain. The patient reported that in 2013 they developed a staph infection in the back of their head after a lead revision. The system was explanted and replaced after that. See manufacturer report number 3004209178-2013-12240 for information regarding the lead revision.